Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0x38mm and 38mm xience alpine. There was no reported device malfunction and the product was not returned. Additionally, death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the right coronary artery. This was an elective procedure and the patient was in presentable health. Three xience alpine stents, one 2.5x38mm, one 3.0x38mm and one 38mm, were successfully implanted. The patient was described as awake, alert and happy post-procedure. However, the patient developed gastro-intestinal complications the next day, which progressed into fatal disseminated intravascular coagulation within 24 hours. The physician stated that the xience alpine stents did not cause or contribute to the patient death. No additional information was provided.